Event description:
A 46 yr old white gravida one, para one female; status post submuscular inframammary 340cc surgitek gels placed for involutional ptosis on 6/27/90. She has noticed increased droopiness over the years; no decrease in size, texture changes or history of trauma. Pt complains of arthralgias (positive morning stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, sub-normal temperatures, hot flashes, headaches, temporo-mandibular joint dysfunction, visual changes, memory loss/panic attacks, hair loss, rashes, sensitivity to sun/cold (positive raynaud's) chemicals, shortness of breath, cough, chest pain, costochrondritis, choking thyroid fluctuations, increased blood pressure/cholesterol, weight gain, gastro-intestinal disturbances, and easy bruising. The pt is otherwise healthy.